Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Corail stem and head revision performed by surgeon at (B)(6). Patient had a corail pinnacle thr in late (B)(6) 2015. On x-ray there was evidence of subsidence and varus stem positioning, and the stem appeared undersized. Therefore the revision was undertaken.

Manufacturer narrative:
The complaint description states that a revision on corail stem and head was performed due to subsidence and the fact that the stem appeared undersized on x-ray. The device and the x-ray associated to the complaint were not returned for analysis. The DHR analysis performed cfor the corail stem and the head did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lot combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.